Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The inclusion of a code (B)(4) in the patient codes represents the external cardioversion the patient received.

Event description:
It was reported that this patient experienced recurrent sustained ventricular tachycardia (vt), during which he experienced a combination of ventricular and supraventricular arrhythmias. This implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks, but therapy was eventually exhausted and the patient remained in vt at the end of the episode. The patient presented to the emergency room and was externally cardioverted. It was noted that some of the therapy was delivered while the patient was experiencing supraventricular tachycardia and therefore the therapy may not have been appropriately timed. Boston scientific technical services (ts) discussed programming optimization and it was suggested that the patient be referred to his electrophysiologist. No additional adverse patient effects were reported. This ICD remains in service.